Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old hispanic female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. The patient had breast pain, firmness, hardness, and elevation of the breast prosthesis. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
The device date of implantation has been updated to (B)(6) 2023 in section d6a. Manufacturer¿s reference number: (B)(4) the device date of implantation has been updated to (B)(6) 2023 in section d6a.

Manufacturer narrative:
On september 25, 2024, mentor received additional information regarding the patient's device date of explantation. The date of explantation has been updated to (B)(6) 2024. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2024, the mentor failure analysis lab has received the device for evaluation. On november 01, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to have two (2) tears on the anterior view, the tear (a) measuring approximately 1.4 cm and the tear (b) measuring approximately 1.2 cm. Microscopic examination was performed on the edges of both tears and parallel striations were found in an area of the tear (a), measuring approximately 0.1 cm and 0.3 cm on the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear (a) and (b) could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).